Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician treated a 99% stenosed lesion located in the calcified, moderately tortuous left superficial femoral artery using pre-dilation with another manufacturer's balloon catheter and the implantation of an unspecified bsc stent. A 7.0x40/135 sterling balloon catheter was used for post-dilation. This sterling balloon ruptured at 8 atms on the first inflation. The balloon was removed intact. There were no shaft kinks noticed on the device prior to use. The post-dilation and procedure was completed successfully with another manufacturer's balloon catheter. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors.